Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5510-f-402, lot # sx9pr, description: triathlon cr fem comp #4 r-cem; cat # 5531-g-411, lot # lcg531, description: x3 triathlon cs ins size4 11mm; cat # 61921010, lot # das001, description: speedset-us full dose 10 pk; cat # 5551-g-320, lot # d829, description: triathlon asymmetric x3 patella. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported that this subject is enrolled in the (B)(4) study. Crf's were monitored for the study indicating that the subjects' prior knee system was stryker and was revised with the triathalon ts knee system.

Manufacturer narrative:
The patient is 60 inches in height. An event regarding instability and pain involving a triathlon tibial baseplate was reported. The event was confirmed. Medical records received and evaluation: there is no evidence that the revision surgery for painful and unstable total knee arthroplasty, in which the femoral component was noted to be well-fixed but in varus, was the result of factors of faulty prosthetic design, manufacturing or materials. Device history review: the subject device was manufactured and accepted into final stock and passed additional cmm inspection. Complaint history review: there have been no other events for the lot referenced. Conclusions: based on the medical review, the investigation concluded that the reported instability and pain was caused by an in varus positioned femoral component. It is noted that the tibial baseplate was revised as well to a more constrained ts component. However, it cannot be determined if the subject baseplate contributed to the reported instability as well.

Event description:
It was reported that this subject is enrolled in the triathalon ts multi center study. Crf's were monitored for the study indicating that the subject's prior knee system was stryker and was revised with the triathalon ts knee system.